Event description:
During the evaluation of the device at third-party service center, a burnt humidifier base cable was found during the disassembly process. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation of the external and internal part of the device, the manufacturer found evidence of thermal event on humidifier harness connector and pca. The manufacturer found dust-like contamination on air inlet and outlet port, top of the pca, top of the blower box lid and surrounding area, top of the blower motor and inside of the blower box, bottom enclosure and on air inlet seal. Evidence of sound abatement foam degradation/breakdown was not found during evaluation. The manufacturer confirmed the complaint of burnt humidifier base cable. Box- h has been corrected.

Manufacturer narrative:
The "evaluation results code grid", "component code grid" and "conclusion code grid" has been corrected in this report. In this report, box d, h has been updated/corrected.